Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer was hospitalized with high blood gluocse and diabetic ketoacidosis. The blood glucose reading was 600 mg/dl. Customer had received multiple no delivery alarms. Customer was treated with manual injections. Customer also reported that the infusion set cannula was bent. Nothing further was reported.